Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: embedded into abdominal wall/migration'), salpingitis ('bilateral salpingitis'), pelvic inflammatory disease ('pid infection`'), device expulsion ('device found within the myometrium at the mid portion of the uterus') and embedded device ('device found within the myometrium at the mid portion of the uterus') in a 38-year-old female patient who had essure (ess205) (batch no. 624000, 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on (B)(6) 2007 and essure was performed, followed by novasure endometrial ablation" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea, endometriosis, cesarean section and pid pelvic inflammatory disease. Concurrent conditions included lumbar radiculitis, uterus enlarged, perineal pain, uterine fibroid and adenomyosis. Concomitant products included norethisterone (norethindrone) from (B)(6) 2008 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain ("pain/chronic pain") and back pain ("back pain"), 7 years after insertion of essure (ess205). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), libido decreased ("low libido"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2019 hysterectomy with bilateral salpingectomy;unilateral oopherectomy ¿ left ovary removed and on (B)(6) 2019: hysterectomy with bilateral salpingectomy;unilateral oopherectomy ¿ left ovary remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, salpingitis, pelvic inflammatory disease, device expulsion, embedded device, female sexual dysfunction, dysmenorrhoea, abdominal distension, back pain, libido decreased, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, pelvic pain, fatigue, weight increased, abdominal pain, hormone level abnormal, headache and nausea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, libido decreased, nausea, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date as per previous fu: (B)(6) 2009. Current weight as of (B)(6) 2019: 240 lbs. Approximate weight at the time of essure placement 210 lbs. Removal date as per current fu: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, excision: reference range flag cervix: benign cervical tissue, negative for significant histopathologic alterations. Endometrium: benign endometrium. Myometrium: adenomyosis, metal intrauterine device identified, negative for eiomyomas right fallopian tube: hydrosalpinx with chronic changes. Left fallopian tube: infarcted luminal accumulation and hydrosalpinx. Left ovary: benign physiologic processes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain female, dysmenorrhea, lot number: 623824; manufacturing date: 2007/03; expiration date: 2009/02. Lot number: 624000; manufacturing date: 2007/03; expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter's information added. Event:found within the myometrium at the mid portion of the uterus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: embedded into abdominal wall/migration'), salpingitis ('bilateral salpingitis'), pelvic inflammatory disease ('pid infection`'), device expulsion ('device found within the myometrium at the mid portion of the uterus') and embedded device ('device found within the myometrium at the mid portion of the uterus') in a 38-year-old female patient who had essure (ess205) (batch no. 624000,623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on (B)(6)2007 and essure was performed, followed by novasure endometrial ablation" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea, endometriosis, cesarean section and pid pelvic inflammatory disease. Concurrent conditions included lumbar radiculitis, uterus enlarged, perineal pain, uterine fibroid and adenomyosis. Concomitant products included norethisterone (norethindrone) from(B)(6)2008 to (B)(6)2018. On (B)(6)2007, the patient had essure (ess205) inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6)2014, the patient experienced pelvic pain ("pain/chronic pain") and back pain ("back pain"), 7 years after insertion of essure (ess205). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), libido decreased ("low libido"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6)2019 hysterectomy with bilateral salpingectomy;unilateral oopherectomy ¿ left ovary removed and on (B)(6)2019:hysterectomy with bilateral salpingectomy;unilateral oopherectomy ¿ left ovary remove). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the device dislocation, salpingitis, pelvic inflammatory disease, device expulsion, embedded device, female sexual dysfunction, dysmenorrhoea, abdominal distension, back pain, libido decreased, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, pelvic pain, fatigue, weight increased, abdominal pain, hormone level abnormal, headache and nausea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, libido decreased, nausea, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date as per previous fu: (B)(6)2009. Current weight as of (B)(6)2019: 240 lbs. Approximate weight at the time of essure placement 210 lbs. Removal date as per current fu: (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2019: diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, excision: reference range flag -cervix: benign cervical tissue, negative for significant histopathologic alterations -endometrium: benign endometrium -myometrium: adenomyosis, metal intrauterine device identified, negative for eiomyomas -right fallopian tube: hydrosalpinx with chronic changes. -left fallopian tube: infarcted luminal accumulation and hydrosalpinx. -left ovary: benign physiologic processes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain female, dysmenorrhea, lot number: 623824 manufacturing date: 2007/03 expiration date: 2009/02 lot number: 624000 manufacturing date: 2007/03 expiration date: 2009/02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on(B)(6)2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: embedded into abdominal wall/migration') and salpingitis ('bilateral salpingitis') in a (B)(6) female patient who had essure (ess205) (batch no. 624000,623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on 1(B)(6) 2007 and essure was performed, followed by novasure endometrial ablation" (seriousness criterion medically significant) and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea, endometriosis, cesarean section and pid pelvic inflammatory disease. Concurrent conditions included lumbar radiculitis, uterus enlarged, perineal pain, uterine fibroid and adenomyosis. Concomitant products included norethisterone (norethindrone) from (B)(6) 2008 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain ("pain/chronic pain") and back pain ("back pain"), 7 years after insertion of essure (ess205). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), libido decreased ("low libido"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2019 hysterectomy with bilateral salpingectomy;unilateral oophorectomy ¿ left ovary removed, novasure endometrial ablation and on (B)(6)2019:hysterectomy with bilateral salpingectomy;unilateral oophorectomy ¿ left ovary remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, salpingitis, female sexual dysfunction, dysmenorrhoea, abdominal distension, back pain, libido decreased, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, fatigue, weight increased, abdominal pain, hormone level abnormal, headache and nausea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, libido decreased, menorrhagia, nausea, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date as per previous fu: (B)(6) 2009. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Removal date as per current fu: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, excision: reference range flag -cervix: benign cervical tissue, negative for significant histopathologic alterations endometrium: benign endometrium myometrium: adenomyosis, metal intrauterine device identified, negative for leiomyomas right fallopian tube: hydrosalpinx with chronic changes. Left fallopian tube: infarcted luminal accumulation and hydrosalpinx. Left ovary: benign physiologic processes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain female, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Events: bladder probs., urinary problems, hormonal changes, headaches, weight gain, nausea were added. Event outcome was added for the events: fatigue, hormonal changes, headaches, nausea, weight gain. Reporter's information was added. Fu 2&3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: embedded into abdominal wall/migration') and salpingitis ('bilateral salpingitis') in a 38-year-old female patient who had essure (ess205) (batch no. 624000,623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on (B)(6) 2007 and essure was performed, followed by novasure endometrial ablation" (seriousness criterion medically significant) and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea, endometriosis, cesarean section and pid pelvic inflammatory disease. Concurrent conditions included lumbar radiculitis, uterus enlarged, perineal pain, uterine fibroid and adenomyosis. Concomitant products included norethisterone (norethindrone) from (B)(6) 2008 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) , the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain ("pain/chronic pain") and back pain ("back pain"), 7 years after insertion of essure (ess205). In (B)(6) , the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), libido decreased ("low libido"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2019 hysterectomy with bilateral salpingectomy;unilateral oopherectomy ¿ left ovary removed, novasure endometrial ablation and on (B)(6) 2019:hysterectomy with bilateral salpingectomy;unilateral oopherectomy ¿ left ovary remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, salpingitis, female sexual dysfunction, dysmenorrhoea, abdominal distension, back pain, libido decreased, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, fatigue, weight increased, abdominal pain, hormone level abnormal, headache and nausea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, libido decreased, menorrhagia, nausea, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date as per previous fu: (B)(6) 2009. Current weight as of (B)(6) 2019: 240 lbs. Approximate weight at the time of essure placement 210 lbs. Removal date as per current fu: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, excision: reference range flag cervix: benign cervical tissue, negative for significant histopathologic alterations. Endometrium: benign endometrium. Myometrium: adenomyosis, metal intrauterine device identified, negative for eiomyomas. Right fallopian tube: hydrosalpinx with chronic changes. Left fallopian tube: infarcted luminal accumulation and hydrosalpinx. Left ovary: benign physiologic processes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain female, dysmenorrhea, lot number: 623824; manufacturing date: 2007/03; expiration date: 2009/02. Lot number: 624000; manufacturing date: 2007/03; expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.